Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an itchy rash underneath the therapy electrodes. The patient's nurse sprayed the rash with octenisept spray. During a follow-up the patient reported that the itchiness had subsided but the rash was still present.